Manufacturer narrative:
The facility called in to technical services and a new foot pedal was ordered. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system messages displayed" (device displays error message). A nurse reported the foot pedal would not work after receiving multiple system messages. The footswitch was replaced and the system had no further issues. There were no patient injuries reported. Additional information received from the nurse indicated the system was not rebooted. After the footswitch was replaced, the system functioned well and the case was completed without delay or injury.